Event description:
Customer reported, system is displaying an "ma on in error message". No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.